Manufacturer narrative:
The reported issue has not been verified, and the underlying cause cannot be definitively determined. The subject lift was not evaluated by invacare. However, the reported issue is consistent with a failure mode that has been previously investigated. The investigation found that the root cause of the caster hardware failure was poorly defined dimensional, material, and torque specifications, so corrective actions were implemented to update these specifications. Additionally, voluntary field action z-0549-2019 was issued to notify dealers/users of the potential for the mounting bolt connecting the caster to the base frame of the lift to become loose. Loose hardware can then cause wear to the hardware and housings. If left unresolved, the caster may separate from the base of the lift. Failure does not occur right away but happens over time if the lift is not properly maintained. The field action reiterated to dealers/users the importance of maintaining the lift in accordance with the device's instructions, to inspect the lift for loose fasteners/hardware, as required in the user manual, and to tighten any loose hardware after inspecting for damage that would require replacement of the lift base. It is highly recommended to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual. Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with caster failures. The subject lift was likely manufactured by invacare rehabilitation equipment co. (B)(4); however, they are no longer in business. The manufacture of these lifts has since transitioned to invamex. Therefore, the MDR is being filed under invamex.

Event description:
The caller stated that one of the rear wheels on a 9805p has fallen off.